Event description:
It was reported that the arctic sun device received an alarm 46 control panel communication error message. Nurse was not able to close out of it and provided s/n (B)(6); this was a loaner device. Nurse had reboot the device when device turned back on, device alarmed 05 reservoir empty. Nurse had bypass alarm and select continue current patient and empty pads. Nurse was able to resume therapy and informed nurse if the alarm does return, they would need to swap to a new device and send this one to biomed. Alarm did not return by the end of call.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the root cause of the reported event was confirmed as failure in control panel harness . Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received an alarm 46 control panel communication error message. Nurse was not able to close out of it and provided s/n (B)(6), this was a loaner device. Nurse had reboot the device when device turned back on, device alarmed 05 reservoir empty. Nurse had bypass alarm and select continue current patient and empty pads. Nurse able to resume therapy and informed nurse if the alarm does return, they would need to swap to a new device and send this one to biomed. Alarm did not return by the end of call.